Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
It was reported that during the tcar procedure, a dissection was noticed upon introduction of the enroute guidewire. There was no reported patient harm; however, the procedure was converted to tf-cas as a result of the event.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that during the tcar procedure, a dissection was noticed upon introduction of the enroute guidewire. There was no reported patient harm; however, the procedure was converted to tf-cas as a result of the event.